Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet insulin pump¿s sleep/wake button became unresponsive on two separate occasions, and functionality resumed after placing the pump on the charger; the device was paired with a dexcom g7 and the issue aligns with a key or button not working, involving the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, including a user-captured video. Investigation of this case revealed an electrical problem consistent with a key or button unresponsive condition traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.